Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a hakim valve was implanted on (B)(6) 2022 for the treatment of hydrocephalus. The shunt chamber is not functioning properly in spite of recurrent pressures adjustments. It was stated that, most probably the pressure compartment is malfunctioning. It was discovered due to over drainage of cerebrospinal fluid (csf) despite several pressure settings. An x-ray shows no improvement and onset of signs and symptoms was approximately 1 month. The patient had to be admitted to ICU. The valve was removed and replaced on (B)(6) 2022. Patient current condition is stable.

Manufacturer narrative:
The hakim valve was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. However, a probable root cause for the reported complaint is due to biological debris or protein build up interfering with the device mechanism. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.